Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues. The customer's blood glucose level was 138 mg/dl. Troubleshooting was performed. They inserted a new battery. The insulin pump alarmed a failed battery test. They will be sent a battery cap. The device will not be returned for analysis.